Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for unknown error messages. Pharmacist is calling on behalf of the customer. Customer had gone to the pharmacy to obtain replacement meter. Pharmacist did not have the customer's information. Pharmacist was unable to provide the test strip lot number. No symptoms or medical attention associated with the use of the product was reported.